Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-00934, 2134265-2015-00935, 2134265-2015-01016. It was reported that a rotawire fracture and vessel perforation occurred. A 120mm stenosed target lesion was an area of sub-intimal space located in the highly calcified right coronary artery. A 1.25mm rotalink¿ plus and rotawire extra support were selected and advanced to treat the target lesion. During platforming outside of the body, it was noted that the rotawire was severed by the burr. A second 1.25mm rotalink¿ plus and rotawire extra support were then pulled and tested. During the procedure they ran a prolonged run at high speed and it was then noted that the burr clipped the wire and broke it. The burr then perforated the vessel wall. The burr and wire were removed together and the fractured wire tip was left in the patient. A non bsc stent was then used to seal the perforation. There were no further patient complications reported and the patient's condition was fine.